Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report (1 of 5) received from (B)(6) stating that the device has a "cosmetic defect" issue. It is unk if the device was being used in surgery. It is unk if there was any injury or medical intervention which occurred. The date of the event is unk. There was no add'l info provided.